Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly repair noted the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to replace worn internal parts and large starburst threads. General cleaning was performed and new components were added to replace worn internal parts. Root cause analysis: complaint confirmed via inspection of the unit. There was movement present in the lock and the index knob and lock required replacement of worn internal components due to routine use and wear. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2014). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) was loose/sensitive; easily unlocks which poses a danger to patient safety. No injury or surgical delay was reported.